Event description:
It was reported that the patient contacted support with a question regarding meal dosing after announcing a usual lunch meal and receiving a smaller insulin dose than expected. Review of device logs indicated that an occlusion alarm occurred at the time of the meal announcement, which limited insulin delivery. The patient was later informed that the reduced dose was associated with the occlusion and was advised to change the infusion set. The patient subsequently changed the infusion site and received education regarding occlusion alerts and their impact on insulin delivery. The patient reported that blood glucose levels had been elevated following the event but later improved after the site change. The patient confirmed having received and understood the education provided. The patient reported that blood glucose levels were affected, with levels exceeding 400 mg/dl for approximately three hours. No back-up insulin therapy was used, no ketone testing was performed, and no recent steroid use was reported. The patient did not receive professional medical intervention or additional assistance. Immediate health effects reported included increased urination. The patient reported using a teflon infusion set with 23-inch tubing. A lot number was not available. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.